Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was not able to complete insulin pump rewind. The device will not be returned for analysis.